Manufacturer narrative:
The customer has indicated that the subject device was discarded; however, a cine has been provided and will be reviewed. Device discarded - cine provided and will be reviewed.

Event description:
It has been reported to us that during the procedure, the guidewire separated and remains in the pt. The physician inserted the guide wire into the pt's artery with success. The physician removed the guide wire and didn't examine the wire once it was out. The pt stayed for observation and during the day complained about chest pain and showed some EKG changes. Two day later, the physician did a diagnostic angiography and observed that the distal part of the guide wire remained in the pt's artery. The procedure was completed without any action. Pt is reported to be fine.